Event description:
We received information that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock lead impedance on the right ventricular (rv) channel. No adverse patient effects were reported. This device remains in service.